Event description:
A physcian reported that the patient was hospitalized due to elevated blood glucose results obtained on the suspect device. The meter gave results above 350 mg/dl. No other information was provided about the event. Controls were used on the system and the control results were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.